Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported failed upstream occlusion test, which was not reproduced during evaluation. The cause was determined to be an out-of-spec sensor which can induce improper detection of upstream occlusions. The upstream/ultrasonic sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed upstream occlusion test. The reported problem occurred during testing in biomed service department. There was no patient involvement. No additional information is available.